Event description:
It was reported that a pt underwent a gynecological procedure. During the procedure, the motor drive unit was not spinning.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion - the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.